Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the customer was performing a diagnosis procedure, which was completed as planned without any delay, as the issue occurred prior to the start. The philips field service engineer (fse) inspected the system onsite and confirmed that the image quality was grainy. Upon troubleshooting, the fse visually inspected and saw bad image quality. To resolve the issue, the fse replaced the flat detector and performed all x-ray tube calibrations and flat detector calibrations. After the replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury upon recurrence; therefore, the complaint was reported. Since that time, new information has been received, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported image quality issue did not impact the completion of the procedure. The procedure was completed as planned on the same system, with no impact on the completion of the procedure, the patient, or the user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the image quality was grainy, which led to the procedure being delayed, and concern for potential misdiagnosis. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.